Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 424 mg/dl at the time of incident. Customer states that the reservoir was unable to lock into place. Customer states reservoir lip ring was damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump passed displacement test.